Event description:
It was reported via medwatch mw5090513 that a patient fell out of bed and the bed exit did not alarm. It was reported that as a result of the fall, the patient suffered a brain bleed and later expired from the injury. An investigation has been initiated into this event.

Manufacturer narrative:
Upon inspection of the device no defect with the bed exit alarm was found. It was found that the scale was inaccurate due to a tilted litter.

Event description:
It was reported via medwatch mw5090513 that a patient fell out of bed and the bed exit did not alarm. It was reported that as a result of the fall, the patient suffered a brain bleed and later expired from the injury. It was found during inspection of the device that the scale was inaccurate.